Event description:
The pt was revised because of osteolysis and wear.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on lack of the product to examine and insufficient prod info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information: implant date.